Event description:
It was reported that a sleep state started unexpectedly. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a correction bolus via the pump to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was due to, " sleep schedule time am/pm was flipped" and "sleep schedule was on during the day instead of night" technical support assisted in correcting the sleep settings. The caller acknowledged that the program settings were incorrect due to user error.